Manufacturer narrative:
Gcm reported a complaint from the customer stating, that "pump turns off and on while infusing." Visual and functional testing: the device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
The event involved a plum 360 driver new where the customer stated that the pump turns off and on while infusing, but the patient was not negatively impacted by the malfunction.